Manufacturer narrative:
11/5/96 - supplemental report #1 sent to FDA. Additional data entered in d7, d9 and e1. Device indicated and codes entered in h3 and h6.

Event description:
Device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. Surgeon applied another device to complete the proedure. Hosp has reported no pt injury occurred.